Event description:
It was reported that the electrosurgical generator esg-400 displayed an e433 error message. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, d10, g3, h6, h11 device was not returned for evaluation and could not be evaluated. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer allegation of ¿malfunction: e433¿ was not confirmed due to no device return and cause could not be established due to no findings available. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.